Manufacturer narrative:
An event regarding loosening involving an unknown stem was reported. The event was confirmed through x rays. Method & results: -device evaluation and results:not performed as no items were returned for evaluation. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated:"the problem is confirmed. The stem has subsided some 1-cm with a fracture in the cement mantle around the stem tip.the stem has become grossly loose. Initial cementation still appears adequate while also component position can be considered rather adequate. Cup position may be slightly medialized and anteversion not really high but all in all still within acceptable range for good functionality of the device. As such, no clear procedure-related factors are evident from the available information even though cementation technique would remain suspect but would require more extensive x-ray documentation, especially with lateral x-rays. Current info has only ap x-rays. As such, procedure-related factors are likely contributing to the failure." -device history review: not preformed as no lot information was provided. -complaint history review: not preformed as no lot information was provided. Conclusion: a review of the provided x-rays by a clinical consultant indicated that the problem is confirmed. The stem has subsided some 1-cm with a fracture in the cement mantle around the stem tip.the stem has become grossly loose. Initial cementation still appears adequate while also component position can be considered rather adequate. Cup position may be slightly medialized and anteversion not really high but all in all still within acceptable range for good functionality of the device. As such, no clear procedure-related factors are evident from the available information even though cementation technique would remain suspect but would require more extensive x-ray documentation, especially with lateral x-rays. Current info has only ap x-rays. As such, procedure-related factors are likely contributing to the failure." No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned to the manufacturer.

Event description:
On (B)(6) 2006, the patient underwent tha. On (B)(6) 2015, the patient felt the pain in his hip. And the patient visited a hospital. The surgeon confirmed x-ray. And he found that the distal of cement was broken. The surgeon was monitoring for the patient. On (B)(6) 2016, the patient underwent the revision surgery.